Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and procedure was continued by restarting the system. The philips field service engineer (fse) inspect the system onsite and confirmed that the device automatically shut down twice. During troubleshooting, fse found pdu control module was defective. Fse replaced pdu control module, reinstalled pdu software. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shut down itself twice. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.